Event description:
It was reported that the lesion was at the bisecting branch, heavy tortuosity and very complicated. The procedure was a direct stenting and a lot of handling was needed. During the procedure the stent dislodged and remained at the end of the artery without complication to the pt. The procedure was completed by implanting another stent.